Event description:
It was reported that the patients stimulator was causing pain and numbness in the legs. The patient underwent an ipg explant procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.